Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and another lens was inserted. No sutures were required to close the wound.

Manufacturer narrative:
Device has not been returned for evaluation therefore, no determination could be made for the reported device failure.